Manufacturer narrative:
(B)(6) 2019 - lead explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Representative reports patient presented at the ER with 16 shocks and noise on the rv lead. Lead remains implanted. Should additional information become available, this file will be updated.